Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "after the catheter insertion, the balloon iab: cannot inflate completely, change the new catheter". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Event description:
It was reported "after the catheter insertion, the balloon iab: cannot inflate completely, change the new catheter". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The reported complaint for "cannot inflate completely" is confirmed based on the submitted videos. The videos show an iab not inflating completely. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder not fully inflating. The probable root cause of the complaint is manufacturing related. If the product is returned at a later date, a full investigation of the sample will be completed. A corrective and preventive action (CAPA) has been initiated to further investigate the issue.

Manufacturer narrative:
(B)(4). The reported complaint for "cannot inflate completely" is confirmed based on the submitted videos. The videos show an iab not inflating completely. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder not fully inflating. The probable root cause of the complaint is manufacturing related. If the product is returned at a later date, a full investigation of the sample will be completed. A corrective and preventive action (CAPA) has been initiated to further investigate the issue.

Event description:
It was reported "after the catheter insertion, the balloon iab: cannot inflate completely, change the new catheter". No pateint injury or consequence reported. The patient's current condition is reported as "fine".